Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 291 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow and act buttons due to corroded keypad traces. No button error alarm noted. Unable to perform displacement test due to unresponsive buttons. The insulin pump has cracked reservoir tube, cracked reservoir tube window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.